Event description:
It was reported that patient was having difficulty charging due to ipg flipping in pocket site. It was also reported that patient was having difficulty turning on and off the device. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.